Event description:
It was reported that during a lead replacement (ref manufact number: 3006705815-2024-06261) the ipg was placed into surgery mode prior to the procedure. The ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg would not communicate following a revision surgery that occurred on (B)(6) 2024. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.